Event description:
It was reported that during the procedure in the calcified left anterior descending artery, an attempt was made to implant a 2.5x18 rx xience prime stent; however, the physician noted that one of the stent struts was "warped". There was no reported adverse patient effect. Return device analysis revealed a pinhole in the balloon above the distal balloon marker.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence has been estimated. Evaluation summary: the device was returned for evaluation. Stent damage was confirmed. Balloon scratch and pinhole were noted based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.